Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient, a dog, underwent an open castration procedure. The suture was being used for the closure of the abdomen and linea alba after midline laparotomy using the continuous suture technique. Post operatively, between two to ten days, the sutures for the fascia broke and lead to severe dehiscence with an open abdomen. An emergency reoperation was required with abdominal wash and re-closure of the abdominal wall, which resulted in temporary injury. The surgical time was extended by thirty minutes or more due to the product problem. The patient outcome is alive, with injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five sutures. The visual inspection and functional evaluation of the samples had ac ceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.